Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: encapsulation and delamination plug strap leak test and microscopic analysis was performed which identified: device no leak, delamination total of the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: device not leaks a delamination total of the plug strap disk shell (adhesive failure).

Event description:
The device has been explanted.